Event description:
Initial hcg result for a pt sample was 0.2 miu/ml. The result was questioned and when the same sample was repeated the result was 237 miu/ml. The field service rep repaired the instrument by adusting the sample probe and replacing damaged racks.